Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that a patient had fallen and they were going to get a MRI to look at the patient's lower back and the patient needed to get their ins into MRI mode. The caller stated they attempted to activate MRI mode, but the patient's programmer (pp) would malfunction and say "error" and would not go into MRI mode. The caller was asked to clarify the screen displayed on pp, but the caller was unsure. The caller then stated "we called a manufacturing representative (rep) or someone and they said yeah that obviously means that it has a problem and we do not recommending scanning without the patient being in MRI mode. No further complications were reported. No patient symptoms were reported.